Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison with her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began at ¿the end of (B)(6)¿ and that she had obtained a result of ¿87mg/dl¿ on the subject meter, which the patient felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with ¿sugar pills and insulin¿ and stated that she had increased the dose of her medication, but could not specify when and what medication she increased. The patient reported that prior to obtaining the result of ¿87mg/dl¿ she had developed symptoms of ¿shaking and sweating¿ and had to schedule ¿several doctor¿s appointments¿. The patient reported that she had been hospitalized at the end of (B)(6) due to heart palpitations. In addition the patient reported that on (B)(6) 2017 at 07:00pm she obtained a result of ¿56mg/dl¿ on another device. During the call, it was determined that the meter was set to the correct unit of measure and the strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Although the reported symptoms occurred prior to the allegedly inaccurate result, it could not be confirmed that the meter was reading accurately prior to the symptoms occurring, therefore may have caused or contributed to the event.